Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had an infection and erosion. Reportedly, the patient had a big hole in the pocket and the lead wires were coming out for a few months and nobody wants to put it back in. Boston scientific technical services (ts) tried reaching out to the patient. Furthermore, a call was made to the office of the physician where the health care professional (hcp) validated that the patient was seen and that the lead wires were sticking out. The patient was referred to the hospital where the implant occurred after the verification form was sent. Moreover, the hcp mentioned that the hospital was working with the patient regarding the issue. There were no additional adverse patient effects reported. The ra lead remains in service.